Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3, e1 additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure, female. Were any concomitant procedures performed? No. Other relevant patient history/concomitant medications? Not reported. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Pain lower at right abomen. Please describe any medical intervention required to treat the patient condition including medication name and results. Not medical treatment, but re-open the wound and washing abdominal cavity. Does the patient have a known allergic history to any medical devices, food and/or medication? Unk. Was allergy testing performed? If so, please describe with results. Unk. Please provide the date and results of the product removal. March 29 and pain was disappeared. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon has been using the product for many years and has a high level of trust in the product and thinks that the patient and the product were incompatible. What is the patient's current status? Pain was disappeared.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please describe any medical intervention required to treat the patient condition including medication name and results. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Please provide the date and results of the product removal. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2023 and an absorbable adhesion barrier was used on myometrium. After the surgery, the patient had the usual fever and pain, but was still in pain after 4-5 days. Moreover, she complained of pain in the right lower abdomen. Therefore, the abdomen was opened again, the product was removed, and the abdominal cavity was cleaned, and the pain disappeared. The surgeon has been using the product for many years and has a high level of trust in the product and thinks that the patient and the product were incompatible. There is no problem with the patient now. Additional information has been requested.